Event description:
Adverse event(s): "no pt involvement." (No pt involvement). Product problem(s): "IV pole would not function at setup." (Device inoperable); "system switched out to complete scheduled procedures." (No code available); "error code was displayed" (device displays error message). A nurse reported the IV pole would not function during setup. An error message was also displayed. The system was rebooted, but could not clear the error. The system was exchanged and the cases were completed without further incidents. There was no pt involvement as no pts had been prepped.

Manufacturer narrative:
A company service rep examined the system. The IV pole was replaced and will be sent in for in-house eval. The system was then tested and met all product specs. The IV pole has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).